Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. Root cause is attributed to the handling during the inspection process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot was identified.

Event description:
The account alleges during incoming inspection, a pinhole in the clear film were identified. No patient consequence to report.